Manufacturer narrative:
Correction: to b5 and h6 for break not needed to be reported.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition and break was done during the extraction on the atrial (ra) lead. During the surgery damage on the right ventricular (rv) lead was noted. On (B)(6) 2024, the physician elected to cap and replace the rv and ra lead. The patient was unstable during the procedure and after procedure patient was stable

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing leading to pacing inhibition and break on the atrial (ra) lead. During the surgery damage on the right ventricular (rv) lead was noted. On (B)(6) 2024, the physician elected to cap and replace the rv and ra lead. The patient was unstable during the procedure and after procedure patient was stable.